Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. Malfunction did (not) occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board assembly (pcba), liquid crystal display (lcd) flex circuit. Ventilator passed self testing.

Manufacturer narrative:
(B)(4).